Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead, there was "atrial standstill". After many attempts, the ra lead threshold and sensing measurements were unsatisfactory. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.